Manufacturer narrative:
B5: executive summary - updated. D4: expiration date - added. H4: manufacturing date ¿ added. F10/h6: device code grid - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual testing as well as functional testing cannot be performed as the subject device is not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the patients anatomy was very meandering. It is probable that the tortuous nature of the patients anatomy caused the reported resistance and subsequent premature stent deployment. An assignable cause of procedural factors will be assigned to this complaint as the issue stent deployed prematurely during use is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during stent assisted coil embolization procedure on a infectious disease positive patient with very meandering/tortuous vasculature, the stent (subject device) has come off inside the micro catheter as the stent has lost it¿s connection with sdw (stent delivery wire). The stent was removed from the patient¿s anatomy successfully with the microcatheter. The micro catheter was removed once and approached again to complete the procedure without clinical consequences to the patient. Additional information received from the customer indicated that the subject stent was deployed prematurely in the microcatheter during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during stent assisted coil embolization procedure on a infectious disease positive patient with very meandering/tortuous vasculature, the stent (subject device) has come off inside the micro catheter as the stent has lost it¿s connection with sdw (stent delivery wire). The stent was removed from the patient¿s anatomy successfully with the microcatheter. The micro catheter was removed once and approached again to complete the procedure without clinical consequences to the patient.